Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message.no death or serious injury was associated with this incident.the report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found tip #4 was bent and picked up diluent, but did not dispense into well. The fse visually checked the collet, sleeve and plunger clamp for proper operation. Fse determined the problem with bent tip as probable cause. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.